Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. It was noted that the patient had been assaulted and was struck in the device area and hit their chest/device on the ground, which is suspected to have caused the lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.